Event description:
It was reported that the device keeps displaying faulty pads message. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for bench repair and replacement of the therapy capacitor and pca(printed circuit assembly). Upon conclusion of the evaluation, it was determined that the therapy pca and capacitor require replacement, the bench repair and parts quotes were provided. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.